Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had a history of receiving inappropriate shocks and anti-tachycardia pacing (atp) therapy due to supraventricular tachycardia (svt) and atrial fibrillation (af) with rapid ventricular response. More recently, there were 8 vt-1 episodes in the past month, but none of them were able to be viewed. The physician wanted to see the episodes to determine the reason for them. Technical services discussed that the device has a memory allocation; in accordance with device design, a maximum of two non-sustained episodes with egm and a maximum of ten vt-1 episodes are stored. Technical services also discussed programming options to help postpone or avoid therapies for these types of rhythms, including programming on the rhythm match feature or acquiring a template to see correlation percentages in future episodes. The physician could also consider longer durations, higher rate cut offs, or medications to control the patient's svt. No adverse patient effects were reported. The device remains implanted and in service.